Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
(B)(6) 2018 05:38:23 rfc_repairs (rfc_repairs) po for (B)(6). (B)(6) 2018 08:17:51 (B)(6). Tamper seal intact. (B)(6) 2018 09:38:54 (B)(6). Replaced barrel clamp, iuis, rear case, front case, latch assembly. Split nut recall completed. Device calibrated and pmed. (B)(6) 2018 14:41:26 (B)(6). (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
This event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02905). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.